Manufacturer narrative:
Recall number: 1627487-12192011-003-r. This ipg serial number was included in two field advisories and field corrections. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost therapy due to their ipg becoming inoperable. Patient underwent surgical intervention to remove and replace the ipg. Therapy has been restored post- operatively.